Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of december 11, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the implant surgeon is: dr. (B)(6), (B)(6) hospital, (B)(6), united states. Block h6: e2328 - captures the reportable event of closed-loop obstruction of the small bowel. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E2330 - captures the reportable event of pain. E2006 - captures the reportable event of mesh exposure. E1002 - captures the reportable event of severe pain including abdominal and back pain. F12 - captures the reportable event of patient had filed a legal claim.

Event description:
It was reported that the patient had a polyform graft implanted during a procedure and has since experienced complications including mesh exposure, closed-loop obstruction of the small bowel, nausea, vomiting, severe pain including abdominal and back pain, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block h2: additional information blocks a2 (date of birth), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), and h6 (patient and impact codes) have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of march 14, 2022, was chosen as a best estimate based on the date the patient presented to the hospital with small bowel obstruction. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explanting surgeon is: dr. (B)(6). Block h6: e2328 - captures the reportable event of closed-loop obstruction of the small bowel. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E2330 - captures the reportable event of pain. E2006 - captures the reportable event of mesh exposure. E1002 - captures the reportable event of severe pain including abdominal and back pain. E2319 - captures the reportable event of hernia. E0506 - captures the reportable event of hemorrhage. F1903 - captures the reportable event of mesh removal. F1901 - captures the reportable event of overnight exploration by general surgery. F0801 - captures the reportable event of patient was brought to the intensive care unit. F12 - captures the reportable event of patient had filed a legal claim.

Event description:
It was reported that five years after the patient had been implanted with a polyform graft during an open (abdomina) sacral colpopexy procedure, she presented with a closed-loop bowel obstruction. Overnight exploration by general surgery revealed visible mesh from the sacral colpopexy and a posterior retroperitoneal gap where a hernia had formed. Due to significant bowel edema and hemorrhage, the patient was left open with a wound vacuum-assisted closure (vac) and intubated in the ICU overnight. The patient was then reexplored for further evaluation of the pelvic mesh. Additionally, when the patient was brought to the operating room, her abdomen was prepped, the wound vac was removed, and general surgery evaluated the bowel. After exposing the posterior pelvic peritoneum, a 6 cm defect in the peritoneal lining was found near the sacral colpopexy mesh, with a bowel loop herniating into the space behind it. The mesh was mostly epithelialized and did not pose a direct risk; however, the defect was repaired with 0 prolene sutures, and some redundant tissue of the peritoneal wall was used to overlay the visible mesh surface to prevent future herniation and adhesions. Tisseal was applied, and the abdomen and pelvis were irrigated. General surgery then reduced the bowel back into the abdominal cavity, closed the abdominal cavity, and sutured the skin. The patient was extubated and in stable condition. Furthermore, as reported by the patient's attorney, she also experienced complications including mesh exposure, nausea, vomiting, severe pain (including abdominal and back pain), and a loss of enjoyment of life. The patient claimed that she had suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.